Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Relayed by suppliers: review of issue with precision edge determined that they do not package the components and therefore the reported event could not have occurred at their facility. Review of the issue with the packaging supplier, (B)(4), identified potential root causes however all potential root causes were ruled out during investigation. (B)(4) reported that without the opportunity to examine the complaint product, a root cause cannot be determined. Review of complaint history found no additional related issues for this item. Review of device history records found unrelated deviations during the manufacturing process. The nonconformance were reworked and released to distribution. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during set-up for a primary partial knee procedure on (B)(6) 2016 a 3 pack of saw blades was opened but only two blades were present. The keelcut blade and the oscillator blade were present and the reciprocating blade was missing. The two saw blades that were present were used during the surgery and another saw blade was used to replace the reciprocating saw blade.